Manufacturer narrative:
Should any additional information be received by the customer then an additional report will be submitted. (B)(4). Device evaluation: a (B)(4) field service representative (fsr) went onsite to the reporter's facility and evaluated the suspect unit. Upon evaluation, it was found that a 3100b hfov circuit was being used at the time of the reported event instead of the manufacturer recommended 3100a hfov circuit. The 3100b hfov circuit is incompatible for use with a 3100a unit and the error was determined to contribute to the reported issue. The unit was calibrated to meet manufacturer specifications and no further issues were noted.

Event description:
The customer reported that the amplitude on this 3100a hfov (high frequency oscillating ventilator) was drifting while being used on a patient. Alternate ventilation was provided by changing out the unit with a known good 3100a hfov. The customer stated that there was no patient injury or harm associated with this reported event.